Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-52 implantable pacing lead, (B)(6) 1998; addr01 implantable pulse generator, (B)(6) 2008. (B)(4).

Event description:
It was reported that both the right ventricular (rv) lead and the atrial lead had low pacing impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).